Manufacturer narrative:
(B)(4) date sent to the FDA: 08/11/2020 additional information: d4, g1, h4 additional information was requested and the following was obtained: *please clarify, if the needle was broken from the swage or at the body: body *how many devices were involved in this single procedure 2 broken same batch *did the event occur during one or multiple patient procedures? One *how was the broken needle retrieved from the patient? Dr had to look for the missing piece *how long was the delay? Na *were there any unexpected outcomes or complications as a result of the prolonged surgery time? No *was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no *how the procedure was complete *patient¿s current status? Ok lot#: qcbbwqs0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05767 and 2210968-2020-05766

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qcbbwqs0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05767 and 2210968-2020-05766.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that the needle breakage occurred, and the surgery was delayed. The needle fragments were generated and removed easily without any medical or additional intervention. There were no patient consequences reported. Additional information has been requested.